Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time on the pump was inaccurate and noted to be 11 hours ahead. The customer was uncertain as to how the time became inaccurate. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to change the time successfully.